Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation; however, the repair unit in (B)(4) assessed the bur and attachment. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows; part number: 5100120922, lot number: 11153.

Event description:
It was reported that during a minimally invasive spine procedure, the bur broke. It was also reported that back up equipment was available to complete the procedure. It was further reported that there was no delay or adverse consequences as a result of this event.